Event description:
It was reported the electrosurgical generator esg-400 had an e006 (insufficient conductivity) error code. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event can be triggered due to several circumstances. It occurs, in general, when the electrical resistance between the two electrodes is increased. Originally, the error code was intended to warn the user if an irrigation fluid with a low conductivity is used but, since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.